Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral pulmonary emboli, right ventricular thrombus and residual deep vein thrombosis of the legs. Approximately eleven years and two months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with bilateral pulmonary emboli, right ventricular thrombus and residual deep vein thrombosis of the legs. Approximately eleven years and two months post filter deployment, a computed tomography (CT) abdomen and pelvis without contrast revealed that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately, eleven years two months of post deployment, a computed tomography (CT) abdomen and pelvis without contrast showed that there was caval perforation. The 3 o¿ clock perforated 15.6 mm, 2 o¿ clock perforated 6.80 mm, 2:30 o¿ clock perforated 19.30 mm along the peripheral edge of the abdominal aorta, 4 o¿ clock perforated 8.00 mm, 12 o¿ clock perforated 4.60 mm and 1 o¿ clock perforated 5.10 mm. Therefore, the investigation is confirmed for the perforation of the inferior vena cava (ivc). The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.